Manufacturer narrative:
The customer's test strips were returned for investigation where they were tested using retention controls and a reference meter. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.5 inr, qc 2: 2.6 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using neoplastine ci plus reagent on a stago compact analyzer. The meter result was 3.7 inr. The laboratory result was 2.7 inr. The results were taken within 1 hour of each other. The customer's therapeutic range is 2.0 inr - 3.0 inr.